Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (B)(4) the device was manufactured from october 10, 2012 to october 12, 2012. Evaluation summary: visual inspection of the returned device found no signs of physical abnormality that could have caused the backflow condition. A functional test, in which the unit was filled with water and observed for issues, identified the leak/backflow condition from the fill port. Further examination found that the backflow was due to a glass fragment, 2.31 mm in size, trapped under the check-band. The cause of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation an infusor¿s fillport leaked/backflowed. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.